Event description:
New information notes that the device was explanted and replaced. Patient was stable before and after the procedure.

Manufacturer narrative:
The reported field event of no eri alert was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a pacemaker that did not trip elective replacement indicator (eri). The voltage of the device had been below eri condition. The reason for device not triggering eri was unknown. Device replacement was scheduled but not done as of yet. No patient consequences reported.